Event description:
The customer reported that in 2 days of use, air leakage occurred from the cuff of the tracheostomy tube. It was tested prior to use. The patient was recannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.